Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on february 14, 2018, and functionally tested and met pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injection system. Acist requested from the user facility the cvi consumable kits used during the event and a copy of the cine-angiogram, but these items have not been provided to date. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injection system. The user facility reported that they were using non-acist tubing with the acist cvi consumable kits. This non-acist tubing was placed within the air column detect sensor of the injection system. The acist system has been validated to use only acist tubing sets. Use of non-acist tubing within the air column detect sensor may result in the compromised function of the air column detect sensor to detect air in the tubing set. Additionally, the acist system cannot monitor for the presence of air in any device distal to the acist tubing set. The acist cvi injection system user manual includes the contraindication as follows: do not add any components to the consumable kits or in conjunction with the catheter. No valves or other manifolds may be placed in-line between the acist-provided consumable kit and the catheter. Acist-provided consumable kits are designed, manufactured, and tested for connection to catheters used in angiographic procedures. Based on service testing performed on this system, there is no evidence of device malfunction related to the reported event. Upon completion of the review of the cine-angiogram and evaluation of the consumable kits used during the reported event, a follow-up report will be submitted to FDA.

Event description:
User facility reported: during a right-heart and left-heart catheterization using the acist angiographic injection system, model cvi, air was injected into a patient. The air injection occurred after completion of a ventriculography, when the user was flushing saline through catheter and an air column detected message displayed on the display of the injection system. The patient catheter was attached to non-acist high-pressure tubing; the non-acist high-pressure tubing was placed within the air column detect sensor of the injection system. After the injection of air, the patient experienced chest pain, st-segment elevation of a duration of 10 minutes, abnormal heart rhythm (asystole), hypotension, evidence of myocardial infarction, and cardiac biomarker elevation. Intervention was required. The patient subsequently recovered.

Manufacturer narrative:
Additional information received on april 8, 2018: the cine-angiogram was received and reviewed by acist's medical advisory board. The cine-angiogram contained a single angio of the right coronary artery (rca). There was no air visible in the artery or the catheter. If additional information is received related to this event, an additional follow-up report will be submitted to FDA.